Manufacturer narrative:
The system was examined. The company representative did not indicate replicating any issue related to the reported event. However, the lamp was replaced. The system was tested and found to meet product specifications. The system was manufactured on april 18, 2011. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The xenon lamp was received and a visual evaluation of the returned sample revealed the bottom of the lamp was missing the solder that holds the cathode wire in place. The sample was installed into a calibrated system for functional testing where system message (sm) "failure to turn lamp on: lamp needs to be replaced. Please contact field service" displayed. It should be noted that the solder joint is inspected per assembly drawing and each lamp is functionally tested per the same drawing. The root cause of the reported event can be attributed to nonconforming solder/paste on the lamp assembly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system was turned on to test it and the illuminator lamp needs to be replaced. There was no surgery scheduled.